Manufacturer narrative:
This case was initially received via (B)(6) (reference number: (B)(4)) on 21-mar-2017. The most recent information was received on 31-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("head pain"), vision blurred ("blurred vision"), dizziness ("dizzy spells"), hyperhidrosis ("sweating"), hypothyroidism ("hypothyroidism"), hyperthyroidism ("hyperthyroidism"), fatigue ("major fatigue (unable to get up any more)"), dry eye ("dry eyes"), abdominal pain ("abdominal pain,"), back pain ("lower back pain,"), tinnitus ("tinnitus"), amenorrhoea ("no more menstrual periods since 2014"), weight increased ("weight gain"), depression ("depression"), mood swings ("mood swings"), arthralgia ("multiple joint pain (tests on-going)"), muscular weakness ("muscle weakness"), insomnia ("insomnia") and myalgia ("muscle pain"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, vision blurred, dizziness, hyperhidrosis, hyperthyroidism, fatigue, dry eye, abdominal pain, back pain, tinnitus, amenorrhoea, weight increased, depression, mood swings, arthralgia, muscular weakness, insomnia and myalgia outcome was unknown and the hypothyroidism was resolving. The reporter provided no causality assessment for abdominal pain, amenorrhoea, arthralgia, back pain, depression, dizziness, dry eye, fatigue, headache, hyperhidrosis, hyperthyroidism, hypothyroidism, insomnia, mood swings, muscular weakness, myalgia, pelvic pain, tinnitus, vision blurred and weight increased with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred term: pelvic pain -analysis in the global safety database 2787 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-may-2017: quality safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (B)(4) on 21-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), headache ("head pain"), vision blurred ("blurred vision"), dizziness ("dizzy spells"), hyperhidrosis ("sweating"), hypothyroidism ("hypothyroidism"), hyperthyroidism ("hyperthyroidism"), fatigue ("major fatigue (unable to get up any more)"), dry eye ("dry eyes"), abdominal pain ("abdominal pain,"), back pain ("lower back pain,"), tinnitus ("tinnitus"), amenorrhoea ("no more menstrual periods since 2014"), weight increased ("weight gain"), depression ("depression"), mood swings ("mood swings"), arthralgia ("multiple joint pain (tests on-going)"), muscular weakness ("muscle weakness"), insomnia ("insomnia") and myalgia ("muscle pain"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, headache, vision blurred, dizziness, hyperhidrosis, hyperthyroidism, fatigue, dry eye, abdominal pain, back pain, tinnitus, amenorrhoea, weight increased, depression, mood swings, arthralgia, muscular weakness, insomnia and myalgia outcome was unknown and the hypothyroidism was resolving. The reporter provided no causality assessment for pelvic pain, headache, vision blurred, dizziness, hyperhidrosis, hypothyroidism, hyperthyroidism, fatigue, dry eye, abdominal pain, back pain, tinnitus, amenorrhoea, weight increased, depression, mood swings, arthralgia, muscular weakness, insomnia and myalgia with essure. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority. It refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. Essure was removed 3 years after its placement. This event is anticipated in essure's reference safety information. Pelvic pain may occur as a consequence of several gynecological conditions. In this case, no alternative explanation was given for consumer's pain. Although limited information was provided for a comprehensive causality assessment, considering pelvic pain may occur during essure therapy, causality with the suspect insert cannot be excluded. In addition consumer reported abdominal pain and back pain amongst other events. This case was regarded as incident since device removal was required. A product technical analysis is being sought.